Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported multiple cartridge alarms intermittently occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm and had followed the prompts during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.